Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed discoloration to the in-line connector bend relief. Examination of the modular (mod) cable that was returned with heartmate 3 left ventricular assist systemconfirmed discoloration to the in-line connector bend relief. No areas of damage were observed on the outer polyurethane jacket of the mod cable. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the discoloration. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Lot #, serial #: lot/serial number was not provided. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a low flow alarm. Upon arrival at the emergency room, the pump was determined to not be running. The site indicated that there was a slice in the percutaneous portion of the driveline, which was caused when the patient. The log file analysis confirmed that the pump was no longer operational and that both controller fuses were open. The site has started the patient on heparin. Site has requested a repair of the driveline to turn the pump back on. Due to no driveline repair kit available, clinical provided guidance to the site on how to isolate the wires to prevent from re-shorting. Per customer, a repair was performed. It was indicated via text that the brown, red and black wires were touching each other but other than the comprised insulation, the wires were not damaged. The wires were wrapped individually with tape and then wrapped the bundle. The cable was connected to a new controller and the pump was restarted, approximately 16 hours after initial event. Per customer, the patient was doing well and the repair was thought to last until transplant. The patient received a heart transplant on (B)(6) 2019